Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has been experiencing ongoing high blood glucose (bg) levels (162-327 mg/dl). A bolus via the pump would be delivered to address the high bg. The customer stated that food consumption and recent pump settings were possible causes of the high bg. The customer was seeing a healthcare provider to fine to the pump settings. However, the customer was adamant that there was "something wrong with the pump". The customer had insulin injections available to use if needed.